Event description:
The facility returned the device for service with a report of "depleted battery." Info was not provided regarding whether or ot the device was in pt use when the event occurred. No add'l info was provided whether or not there was pt injury or medial intervention. No add'l contact info was available.